Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the service code and the failure to communicate with a monitor was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt (B)(4) and reported that the patient was receiving a service code 204.